Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the image issues occurred due to disconnection/short circuit of the cable. However, a definitive root cause could not be determined. The event can be detected/prevented by handling the device in accordance with the following instructions for use: "inspection of the endoscope :inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed the reported issue. There was intermittent flickering of the image while burned for thirty minutes due to disconnection/short-circuit of the cable. In addition, there was an impact/indentation in the bending section cover due to physical stress, the adhesive on the bending section cover was cracked due to deterioration, the distal end was detached due to loosening of the fixing screw, there was a deep dent approximately one hundred (100) millimeters long near the bending section and failed ring gauge due to physical stress, the angulation control knob was loose due to physical stress, and there were minor scratches and dents due to physical stress the investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, while preparing the subject device for use, there were multiple repeated occurrences of a black screen with scattered red and green dots with no image pattern being apparent. There was no harm or user injury reported due to the event.